Event description:
An attempt was made to pace the pt with the device. Reportedly, when the pacer was turned on, a connect electrodes message was displayed. After various unspecified action at correction were taken, the pacer began working but was pacing at a rate of approx 100 pulses per min, instead of the 60 pulses per min which had been set.